Event description:
"It is a detachment of the swivel and (reported by surgeon because he did not find this small part of the loop when he examined the patient.) And for information, the loop was used with the system easyflex 70 and not sutured."